Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a severely bent grip, causing a misalignment at the grip-tips. There was a 1.29mm offset at the tips. A clip could be properly loaded into the clip groove of the grip-tip, but it did not pass clip test due to severely bent grips. The grips did not have a cracking damage. The probable root cause of difficulty applying a clip is attributed to misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not hold clips. The procedure was completed with no reported injury.